Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was confirmed. Additionally, the distal end was leaking at the glue joint. There were dents and scratches present on the plastic cover. A crack was noted in the light guide lens. Material deformation was noted throughout the insertion tube. A small chip was discovered in the ob lens near the edge. The scope connector was also damaged with minor scratches and a dent on the gold pin, though this did not impact functionality. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the bending and insertion tube on the evis exera iii colonovideoscope became locked and would not disengage. According to the initial reporter, the knobs to manipulate the scope weren't working. They were stuck in the 'locked' position, despite multiple attempts, the scope remains bent. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A possible root cause is the leak from the bending section cover glue. Olympus will continue to monitor field performance for this device.